Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ping meter was reading inaccurately high compared to her feelings and/or normal readings and inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began on the afternoon of (B)(6) 2017. The patient reported obtaining what she felt was an inaccurate high blood glucose reading of ¿374 mg/dl¿ with the subject meter at 1:45 pm then a result of ¿72 mg/dl¿ with the subject meter at 4:30 pm and a result of ¿62 mg/dl¿ with the subject meter at 6:00 pm. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy and the time difference between the results exceeds lfs¿ criteria for a valid comparison. The patient is on insulin pump therapy. As a result of the alleged issue, the patient claimed she took more food/drink at an unspecified time on the afternoon of (B)(6) 2017. The patient claimed that immediately after obtaining the alleged inaccurate result of ¿62 mg/dl¿ at 6:00 pm, she ¿passed out.¿ the patient claimed she was taken to the emergency room by her daughter where she received unspecified hcp treatment. The patient denied using any other device to test her blood glucose. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr walked the patient through a control solution test and the result fell within the specified control solution range. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.